Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the damage was located by the reservoir compartment area. Customer stated that part of the plastic broke off, but that he is still able to lock the reservoir into place. Customer stated that just looking at it, it might not be able to lock into place properly. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window, and missing reservoir tube o-ring.